Manufacturer narrative:
A1 - patient identifier: (B)(6) (complete sample ID exceeded the amount of characters allowed in this field). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased alinity c glucose results generated on the alinity c processing module for one patient with diabetes. The following data was provided: sid (B)(6): initial result = < 5 mg/dl a rapid blood glucose test was performed on the patient and the glucose result obtained was 240 mg/dl the sample was repeated on two other instruments present in the laboratory: instrument ac07153 repeated in duplicate and generated a result of < 5 mg/dl both times. Instrument (B)(6) repeated in duplicate on concentrated and diluted sample: result of undiluted sample = < 5 mg/dl. Result of diluted sample = < 25 mg/dl. The customer performed testing on a second sample from the diabetic patient: sample tube without gel sid (B)(6) result = 50 mg/dl (result being questioned) sample tube with gel sid (B)(6) result = 150 mg/dl (result considered in line with patient history) the measuring interval of the alinity c glucose assay serum/plasma application is 5 to 800 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot 65381uq12 did not identify an increase in complaint activity related to the issue under review. Ticket trending review did not identify any trends. A review of the device history record did not identify any nonconformances or deviations associated with lot number 65381uq12 and the complaint issue. The historical performance of reagent lot number 65381uq12 was evaluated using worldwide data from customers in the field. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot numbers in the field for lot number 65381uq12 is within the established control limits. Therefore, no unusual reagent performance was identified. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency was identified for alinity c glucose reagent lot 65381uq12.

Event description:
The customer reported falsely decreased alinity c glucose results generated on the alinity c processing module for one patient with diabetes. The following data was provided: sid (B)(6): initial result = < 5 mg/dl a rapid blood glucose test was performed on the patient and the glucose result obtained was 240 mg/dl. The sample was repeated on two other instruments present in the laboratory: instrument (B)(6) repeated in duplicate and generated a result of < 5 mg/dl both times. Instrument (B)(6) repeated in duplicate on concentrated and diluted sample: result of undiluted sample = < 5 mg/dl. Result of diluted sample = < 25 mg/dl. The customer performed testing on a second sample from the diabetic patient: sample tube without gel sid (B)(6) result = 50 mg/dl. (Result being questioned) sample tube with gel sid (B)(6) result = 150 mg/dl. (Result considered in line with patient history) the measuring interval of the alinity c glucose assay serum/plasma application is 5 to 800 mg/dl. There was no impact to patient management reported.